Event description:
It was reported that the right ventricular (rv) lead had high impedance and noise. The patient received inappropriate therapy from the rv lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Maximum ventricular pace impedance rises from 904 ohm the week ending (B)(6) 2014 to greater than 4500 ohm the week ending (B)(6) 2014. Analysis of the device memory indicated a lead impedance out of range alert. A rv lead z alert occurred on (B)(6) 2014. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Ten thousand one hundred and ninety nine (10199) of 242558 lifetime ventricular-sic are recorded beginning (B)(6) 2014. There are 41 non-sustained tachycardia and 17 events of less than 220 ms v-v cycle recorded on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.